Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support developed hematuria. The impella was weaned down from p9 to p7. Additionally, the patient was transfused one unit of red blood cells in response to low hemoglobin values. The patient was successfully weaned and the pump was explanted as planned. No patient harm was reported.

Manufacturer narrative:
The cause of the hematuria and anemia was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.